Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for headache. It was reported that patient has 4 quad leads. 2 electrodes are oor (#11 electrode and #15 electrode). Not entirely sure based on implant, what lead correlates to which oor. Those electrodes were not utilizing these electrodes for our programming. Leads were put in for headache and facial pain. The battery is nearing eol (end of life) within the next year. Her facial pain and headaches are starting to increase. The patient has some other underlying issues she may want treated with second opinions, etc so she is not sure if she wants to have the battery replaced or not. The rep saw her on 3.28.2022 for an appt to discuss other options with her physician and for a reprogram. Programming done on 3.28.2022 seems to help some she said. The rep was unsure if the battery would be replaced or not when the time comes.